Event description:
It was reported that 200 bd venflon¿ pro safety shielded IV catheter packaging units were found damaged. The following information was provided by the initial reporter: "it is the issue related with vps 20g packaging , its found that packing of vps 20g tilted like because of much heated it get bend".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-mar-2022. H.6. Investigation: three photos and two actual samples were received by our quality team for evaluation. From the photos, a 20g shelf carton label from batch 1203709 and four pieces of venflon pro safety products put on top of the shelf carton was observed. From the photos, the four pieces of venflon pro safety products appear with the package deformed. The returned samples, with batch 1203709, were subjected to visual inspection. Both samples were observed with the deformed package. The two samples were observed with the bottom web of the unit package had shrunk and become deformed near the end cap area of the venflon pro safety part causing it to be forced open at the opening tab. The samples were subjected to further inspection of the sealing features. A grid mark was observed on the bottom web. This shows that the sealing process was completed, and the seal width passes the inspection criteria. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is no process in the manufacturing that would cause the reported defect. There were also no abnormalities during the production of the reported batch. Therefore, the reported defect could have occurred out of the manufacturing facility. In addition, the grid mark was observed on the bottom web. This shows that the sealing process has been completed and the seal width is within specification the probable root cause for the deformed package could be due to the product being exposed to heat during handling (transportation, storage, loading and unloading, etc).

Event description:
It was reported that 200 bd venflon¿ pro safety shielded IV catheter packaging units were found damaged. The following information was provided by the initial reporter: "it is the issue related with vps 20g packaging , its found that packing of vps 20g tilted like because of much heated it get bend."